Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in condition, no physical damage was found on the pump. The event history log (ehl) shows "loss of power occurred while running" and lec 42224. Functional testing could not duplicate the complaint. Changing the mainboard as a preventive measurement. The product's history records were reviewed, and the device was in for repair in jun 2023 with the same lec (42224) error code.

Event description:
It was reported that: ¿error code on display 42224 mainboard malfunction, 9143 error code in lock device turned down many times during dosing time.¿ patient involvement is unknown and no further information is available.